Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The customer¿s reported issue was confirmed as the no image malfunction was attributed to a defective/faulty charged coupled device unit. Additionally, there are knots and kinks on the cable unit. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed via service inquiry that the customer autoclavable camera head had a no image malfunction, the image is black. The event was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The information entered into initial reporter health professional, initial reporter occupation, and report source of the initial medwatch report was inadvertently entered in error. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the loss of image was due to an unstable electrical connection from the half-disconnected cable. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporter noting the reported event (no image) was found during an unknown diagnostic procedure. The procedure was completed using a similar device without delay. There was no patient harm on consequence reported as a result of this event.